Event description:
Canada reported the following event: it was reported that during a revision surgery performed on (B)(6) 2016 the surgeon used a slap hammer to remove a smith and nephew im nail from patients femur. Patient had a soft tissue infection. During this procedure the handle of the slap hammer broke off in half. No piece of the instrument fell into the patient. There was a two minute surgical delay and the patient outcome in unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).